Manufacturer narrative:
The local area sales representative was contacted for additional information. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Numerous troubleshooting techniques were attempted but were unsuccessful. There was concern that the battery depleted prematurely. A magnet was applied to the device to check for beeping tones. When the magnet was applied, a constant solid tone was emitted from the device. Technical services discussed the constant tone indicates tachy therapy would not be available and discussed device replacement. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating the device was explanted approximately five and a half years later. The available information suggests the device remained in service without further complication. A new crt-d was successfully implanted. No adverse patient effects were reported.